Event description:
Technician alleged that the brakes are not holding. No pt impact.

Manufacturer narrative:
The technician found the head right brake caster and foot left brake steer caster were excessively worn. The technician replaced both brake casters to resolve the issue.